Event description:
It was reported that the right ventricular (rv) lead had dislodged one day post-implant. Small r-waves and t-wave oversensing (twos) were noted. Approximately one month later, the physician attempted to reposition the lead; however, the r-waves were not acceptable. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was further reported that the rv lead had variable sensing amplitude and capture threshold.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1688tc-52, competitor lead, (B)(6) 2006. (B)(4).